Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report # (B)(4). Visual inspection: received: catheter connector [qty 1]. Catheter connector visual inspection: no abnormalities found. Functional test: catheter tensile strength test: test conducted using received connector and an unused catheter. Company specifications: above 5.5n, test results: 10.3n, the received sample did meet company standards. Others: connection check: an unused catheter was able to be inserted into the received connector without resistance and up to the marking point. The connector lid was able to close securely. Device history record: batch no. Not provided. Although the returned sample met specifications, the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility ((B)(4)): catheter detached.